Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the insert where the roller goes in is bent. There was no alleged event and the event occurred on (B)(6) 2017 during post-surgery check with no harm. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was december 7, 2016 where it was reported that the bracket was bent and the roller and damaged comb were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on may 25, 2017 revealed the comb was bent and the ratchet gear and spring were worn. Due to the damage to the comb the calibration could not be tested pre-repair. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on may 25, 2017 which included replacement of the damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was noted that comb was bent. While during initial inspection it was noted that comb was bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the insert where the roller goes was bent. The event occurred during post-surgery. Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.